Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The subject device was used during an endobronchial ultrasound-guided transbronchial needle aspiration. The doctor inserted the subject device into the instrument channel of the endoscope after inserting the endoscope into the trachea. The tube sheath was fixed. The doctor punctured the lymph nodes two times with the subject device. While puncturing the subject device in the trachea, it was stuck and kinked. Therefore the doctor could not retract the needle tube into the tube sheath. In the ultra-sound image, the doctor confirmed that the needle tube was punctured in the lymph node. The doctor withdrew the endoscope with the subject device and stopped the procedure. It was unknown whether the intended procedure was completed or not. The patient was followed-up for twenty four hours, but no patient injury was reported. The patient left the hospital next day.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The sheath of the subject device was kinked. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the similar cases in the past, it is known that the needle tube could not be retracted into the sheath due to the kink of it. Also, omsc presumes that the kink of the sheath occurred due to any of the following possible causes. The subject device was inserted into the endoscope while the endoscope was angled. The subject device was strongly pressed to the bronchial wall. The instruction manual of the subject device warns; *do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. *do not force the distal end of the insertion portion against body cavity tissue.